Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot numbers and expiration dates were not provided. The customer performed liquid flow path cleaning on the measuring cell. The field service representative replaced the measuring cell as part of the preventative maintenance. He performed tests and checks with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ft3 and ft4 results for 1 patient sample on a cobas e 801 analytical unit. The initial ft4 result was 41.5 pmol/l, and the repeated result was 17.5 pmol/l. The initial ft3 result was 11.2 pmol/l, and the repeated result was 4.4 pmol/l. The repeated results were obtained on another module.